Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the pa had successfully completed vein harvesting in the left leg with the vasoview 6 pro and moved over to the right leg to continue to harvest with the same device. It was noticed that the co2 insufflation tubing was sticking out of the device. The pa continued to harvest with the same device using the insufflation with the btt. The hospital did not report any patient effects. The hospital intends to return the device in question.